Event description:
The recipient reportedly experienced chronic ear infections for more than six months. The recipient presented with suppuration and extrusion of the electrode. The recipient was given antibiotic treatment, however, the issue did not resolve. In addition, the recipient had no response to stimulation. On (B)(6) 2022, the recipient's device was explanted.

Manufacturer narrative:
The recipient's infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The external visual inspection revealed tool damage and sliced silicone overmold on the top and bottom covers, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.